Event description:
It was reported to boston scientific corporation on august 25, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a symptomatic walled-off necrosis during a pancreatic cyst gastric bypass surgery performed on (B)(6), 2022. During the procedure, the first flange of the axios stent was successfully deployed. The second flange of the axios stent was then attempted to be deployed; however, the pulling tension has decreased and it is assumed that the axios stent was deployed in an incorrect location. The axios stent remained implanted and will be removed during a won treatment. A different sized axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6). (B)(4).